Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that over the last month during multiple endoscopic vein harvesting procedures, approximately eight short port btt black inflation valves popped out. As a result, the balloons would not remain inflated. The physician's assistant managed to use the same devices to complete the procedures. The hospital did not report any pt(s) complications. Since the exact dates of the procedures were not known or how many short ports were used on each event, all eight will be documented under one case. This report is for the eighth device.